Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non- boston scientific right ventricular (rv) lead exhibited out-of-range (oor) pacing impedances measuring greater than 3000 ohms. The patient was evaluated in the clinic and isometrics was performed and oor impedances could be reproduced. It was noted there was no evidence of noise observed. Technical services discussed possible causes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)